Event description:
Pain, gum recession: "quite a bit of pain especially on my top teeth when wearing the aligners and noticed some receding gums around my bottom front teeth ", "pain: 4, discomfort: true, sensitivity: true. "

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.